Event description:
Patient called to report a left side rupture. Patient complains of joint pain, dizzy, swelling in joints, knee pain, anxiety, depression, rash, redness, and itching. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient called to report a left side rupture. Patient complains of joint pain, dizzy, swelling in joints, knee pain, anxiety, depression, rash, redness, and itching. Device has been explanted.